Event description:
The customer submitted to the FDA the following info: experienced a severe hypoglycemic event and was treated by the fire department, then taken to the emergency room. Prior to the event, the customer became confused and disoriented with subsequent loss of consciousness. The customer stated that the event was due to the infusion sets being worn at the time. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.